Manufacturer narrative:
Bed found in basement. Tech found head will not raise or lower. CPR was working manually. Replaced had up and down valve to resolve this issue.

Event description:
Info received that the head will not raise or lower. No injury reported.